Manufacturer narrative:
Device analysis report attached. This report is submitted on january 20, 2022.

Manufacturer narrative:
This report is submitted on december 30, 2021.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2021 due to the need for serial MRI. The patient was reimplanted with another cochlear device during the same surgery.